Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that her battery is dead and would like to pursue device removal because her device is not working, "it's just shooting nothing but these creepy pains going out of my feet that's all. It does not help in anything else". The patient states she tried turning it up but it just shot pains through the bottom of her feet. She states that she told her managing health care provider but did not believe her. The patient states that the doctor also accused her of being drug seeking because she had a kidney infection and he told her that her back pain doesn't originate from a kidney infection/ uti. The kidney infection was noted to be pre-existing and the scs was not implanted to treat this pain. The ins was implanted to treat pain in the patient's legs and the device quit working about a week or two ago. The patient said the doctor did not believe this and mentioned that their device won't cover any other pain. The patient stated that she has had 3 surgeries and has previously tried over the counter alternatives which quit working as well. She noted that the trial worked a little bit but she only had it in for 3 days. The patient was recommended to follow up with their implanting doctor (dr. (B)(6)) regarding device removal. The patient noted that they will no longer be working with dr. (B)(6) any longer and has an appointment scheduled with advanced pain management in wichita. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.